Manufacturer narrative:
A united states customer contacted the siemens customer care center (ccc) to report discordant progesterone patient sample test results were obtained from an advia centaur cp instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse found evidence of a leaking acid solution. The cse replaced the acid wash tubing. The cse also found the rinse blocks were leaking. The cse replaced the rinse blocks. The customer ran calibration and quality control materials with acceptable results. The cause of the discordant progesterone test results is unknown. The instrument is performing within specifications. No further evaluation of this instrument is needed.

Event description:
Discordant progesterone patient sample test results were obtained from an advia centaur cp instrument. The initial test results were released to the physician(s). The same samples were repeated and corrected test results were released to the physician(s). The customer did not provide a sample identifier or test results. There are no known reports of patient intervention or adverse health consequences due to the event.